Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib functional stress testing without duplicating the report. The multi-function cable and electrodes used were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the event log found no faults. Our investigation determined the user changed the gain and reduced the size of the waveform. Investigation concluded the device operated as intended. No trend is associated with reports of this type.